Manufacturer narrative:
Updated annex a code

Event description:
It was reported that pump repeatedly displayed altitude alarm while insulin delivery was suspended, and customer was unable to resume insulin or load new cartridge despite cleaning speaker holes and reconnecting cartridge. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to remove obstruction from speaker holes, clean area, attempt reconnection of cartridge, and then prepared to switch to multiple daily injections as backup therapy, while technical support arranged replacement pump and cartridge, confirmed shipping details, instructed customer on putting pump into storage mode, reprogramming settings, reconnecting cgm, and returning problematic pump within specified timeframe.